Event description:
On three occasions the abbot labs freestyle libre sensor kit malfunctioned. First time in (B)(6) 2022 failed to connect with provided meter; 2nd time in (B)(6) of 2022> apparatus fell off after 10 days (14 day product); 3rd time in (B)(6) of 2022> defective applicator> needle bent flat on opening. Tried to call abbot 5 times> 3 calls answered in (B)(6) with poor english speakers; 2 call answered in (B)(6) and was disconnected. Left contact information on all calls. No follow up by abbott. As stated above, unable to contact any customer service or receive return phone calls. These kits cost in the (B)(6) range each, requires 2+ every month. Started using this item to monitor sugar level due to side effect from covid 19 shots (3) which results in a change to stable diabetes. FDA safety report ID# (B)(4).